Manufacturer narrative:
The manufacturer previously reported information alleging ventilator service required. There was no harm or injury reported. During onsite evaluation of the device by field service engineer (fse), the customer¿s complaint was confirmed. Arrangements made for replacement of the device's oxygen blending module and system board to address the issue. Replaced parts including a system board, an oxygen blender module and flow sensor were sent to the product investigation lab (pil) for testing. Pil found that the system board operated as designed as it operated without issue. Pil found that the oxygen blender module operated as designed as it operated without issue. Pil found that the flow sensor failed testing and concluded that contamination in the flow sensor caused the failure.

Event description:
The manufacturer received information alleging ventilator service required. There was no harm or injury reported. During onsite evaluation of the device by field service engineer (fse), the customer¿s complaint was confirmed. Arrangements made for replacement of the device's oxygen blending module and system board to address the issue.